Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave several ¿gas loss in ibp circuit¿ alarm. The cardiosave was replaced with another iabp and therapy was resumed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes investigation conclusions),h10,h11. Corrected field: e3, h6(health effect ¿ clinical code). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a ¿gas loss in ibp circuit¿ alarm during use. There was patient involved, and no adverse event was reported. A getinge field service engineer evaluated the unit and a pim test was performed, the membrane test failed. Replaced the safety disk and performed functional and safety checks. Unit released for clinical use.